Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the unspecified timing, while the subject device was connected to visera elite system, scope communication error b30 occurred, and while the subject device was connected to visera elite ii system, scope communication error e226 occurred. The occurrence date of the event is unknown. There was no report of patient injury associated with the event.

Manufacturer narrative:
The subject device was inspected at olympus service operation repair center (sorc). Sorc checked the subject device and found that e226 error could not be duplicated, however error b30 was duplicated due to the failure of the ccd unit and dirt on the electrical contacts of the video connector. Furthermore scope communication error e216 occurred due to the failure of the ccd unit and the endoscopic image was not displayed. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However, based on the reported information, there was the possibility that the reported phenomenon was attributed to the failure of the ccd unit or the electrical circuit board of the video connector, or the system. If additional information becomes available, this report will be supplemented.